Event description:
Philips received a complaint regarding a v60 ventilator indicating that the screws securing the unit to the stand were loose. The issue was identified while the device was outside of patient use. No patient involvement or patient impact was reported at the time the issue was discovered. Service personnel evaluated the device and confirmed that the stand assembly screws required adjustment. Based on the information provided and service performed, the reported issue was attributed to the loose mounting screws on the stand assembly. The unit was removed from service for inspection, the loose hardware was tightened, and the dead weight was removed from the stand assembly. Following corrective action, the stand was secured appropriately, and the device was restored to functional condition.